Manufacturer narrative:
B5: a healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced headaches & discomfort. The lens was explanted & the problem was resolved. Cause of the event listed as patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Claim: (B)(4).

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. Claim: (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced headaches & discomfort. The lens was explanted. Cause of the event listed as patient related factor. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. Additional information was requested. No further information is available at this time. This file will be re-opened if additional information is provided.